Manufacturer narrative:
The insulin pump was received with blank display due to moisture damage on the electronic assembly. Also pump was received with moisture damage on the motor and keypad flex tail noted. Unable to verify low battery alarm and perform the self test, sleep current measurement, active current measurement and displacement test due to blank display. Pump was received with scratched case, pillowing keypad overlay, cracked case behind the pump at the battery compartment, cracked battery tube threads, cracked retainer and minor scratched lcd window. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the battery empty with new batteries. The customer¿s blood glucose level was unknown. The insulin pump will be returned for analysis.